Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shock therapy, but the time to therapy was much longer than expected, at about 50 seconds. Technical services reviewed the episode and found several factors contributed to the long time to therapy. The rhythm was polymorphic, with changing high and low amplitudes, the rate cut off was programmed at 220 bpm in the conditional shock zone and 250 in the shock zone, and the ventricular fibrillation (vf) was at times very fine. Undersensing was observed in the episode, causing the device to use the dissimilar profile for slow rate sensing. Once the device picked up the arrhythmia, sensing was appropriate but the first shock did not convert the rhythm. After the first shock, the sensing profile changed back to slow, which added additional time in the episode. A second shock was delivered and converted the patient back to normal sinus rhythm. Device data was submitted to technical services for review. It was reported the physician reprogrammed the rate cut off for both zones, down to 200 in the conditional shock zone and 230 in the shock zone. The amplitudes for the sense vectors were reviewed and while all vectors were good, the alternate vector was recommended for sensing the polymorphic vt. It was noted the device was successfully tested at implant in the alternate vector with good sensing and time to therapy. The device remains in service. No adverse patient effects were reported.